Event description:
The physicians successfully created an initial channel in the sfa/popliteal using a .9 turbo elite catheter. Total laser treatment time: 3:01 and total pulses delivered 4962. The physicians upsized the catheter to 1.7 mm and took an initial pass at 60/40. They felt resistance due to some moderate calcium and took the settings up to 60/60 advancing the catheter slowly (approx 1mm per second) until all of a sudden the catheter "jumped" forward. At that time, it appeared that the catheter would not advance or retract. The physicians were successful in removing the catheter but the tip (.067" od x .085" lg) was left in the sfa.

Manufacturer narrative:
The missing catheter tip was not returned with the catheter, making it difficult to determine if there may have been a problem with the tip bonding process or if excessive force may have been used while removing the catheter. Although this is the first report of a tip coming off of a turbo elite catheter during the procedure, further engineering investigation is in process.